Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. On the same day as the event onset, the patient was hospitalized and was treated with sulbacillin (intraperitoneal, ongoing) and ceftazidime (intraperitoneal, discontinued after two days) for peritonitis. Four days after the event onset, the patient was recovered from abdominal pain and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.